Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Customer contracted a blood infection but the cause for the blood infection was not reported. Customer was released from the hospital on an unspecified date. Multiple attempts were made by tandem technical support to obtain additional information and treatment provided, but the customer did not respond.